Event description:
It was reported that the patient presented to the hospital as an inpatient. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead had high capture threshold measurements and was sensing noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.